Event description:
It was reported that during a device replacement due to normal eri, externalized conductors via fluoroscopy were noted on the right ventricular lead. The lead exhibited no electrical anomalies, and remains implanted. The patient will be monitored remotely.